Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the patient experienced alarms while on the power module but not while on battery power. The pump speed dropped below 7000 rpms and went to low speed operation with "cable disconnected" alarms. Review of the log file confirmed a short to ground when connected to the power module patient cable. A percutaneous lead replacement was performed.

Manufacturer narrative:
The attached user facility report # (B)(4) was received from the (B)(4) registry. The patient remains ongoing on lvad support. A portion of the percutaneous lead that was removed during the repair was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.